Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple occlusion alarms with an infusion set, with kinked cannulas observed, requiring three full supply changes before insulin delivery resumed and glucose returned to range; the event was associated with high blood glucose above 300 mg/dl over several days and was managed with a manual subcutaneous insulin injection and guidance to perform a complete supply change. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery and the need to replace supplies. Investigation included troubleshooting and user education. Investigation of this case revealed occlusion due to infusion set/cannula kinking that resolved after supply replacement. It was concluded that the event was related to infusion set occlusion.